Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) for unspecified reasons. All components of the existing aus were explanted and replaced with a new aus. There were no patient complications reported.

Manufacturer narrative:
B3 event, d6a implant and d6b explant dates are all approximate dates.